Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm after the patient had been involved in a car accident. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact. The customer also reported that the patient was admitted for overnight observation and was fine without incident or distress.

Manufacturer narrative:
Visual inspection of the driver revealed metallic debris on top of the motors and piston cylinder assembly, the main printed circuit board assembly (pcba) and speaker pcba, and a groove in the internal wall of the scotch yoke guideway scraped by the yoke's dowel pin. Despite the observed metallic debris, there was no evidence of a permanent fault alarm in the driver's alarm history and the driver functioned as intended throughout incoming functional testing and an additional 48 hour observation run. The customer-reported alarm could not be reproduced or confirmed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.